Event description:
It was reported to siemens that a malfunction occurred while operating the artis q zeego (china) system. It was reported that system movement was blocked during an emergency procedure. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens conducted a retrospective review and has revaluated this complaint. Siemens has now deemed that that this complaint meets the requirement for reporting under 21 cfr 803. This MDR is submitted on july 24, 2023 due to the manufacturer receiving clarification that mdrs are required for similar devices marketed by the manufacturer, even if it is not 510(k) cleared or imported to the united states. The device listed in section d of this report is not an FDA 510(k) cleared medical device, but is similar to the artis q zeego device which is cleared in the united states under k181407. Siemens has completed an investigation of the event. The root cause was determined to be a hardware error. During a procedure the 3d acquisition was interrupted and stand movement was no longer possible. System messages "reduced stand/table speed, stand test necessary" and "acquisition not allowed in 3d test" were displayed. Logfile analysis showed that there were activations of the proximity switches. The customer also performed stand tests, however, the system reported an issue with the brakes. Tests were also performed onsite to see if the brake grinds itself. After reseating the rib.x2 plug, the issue was resolved by a siemens service engineer. Reseating of the rib.x2 plug corrected the quick activations of the proximities (if they were unintended and without collision) as the proximity signals are transferred via this board. The occurrence rate of the error pattern was checked. A possible error accumulation or even a systematic error, which would lead to a corrective action of the installed base, could not be determined by the investigation.